Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt had not charged their implant in about 2 months and now since last week pt had not been able to charge the implant for pt gets the message reposition antenna when trying to charge. Ps understood pts implant was in an over discharged state, ps reviewed. Patient is scheduled for ipg replacement on (B)(6). She opted for upgrade replacement to intellis and we haven¿t tried to get out of overdischarge.